Event description:
It was reported that the filter was fractured. A 190 cm filterwire ez was selected for use during the procedure. During preparation when the package was opened, the filter was fractured. The procedure was completed with a different device of the same model. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The spring tip is damage as it is stretched and curved. The sheath slit was observed to be stretched. Dimensional inspection of the device that could be measured were performed and were within specifications. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully to deployed due to the sheath slit stretch.

Event description:
It was reported that the filter was fractured. A 190 cm filterwire ez was selected for use during the procedure. During preparation when the package was opened, the filter was fractured. The procedure was completed with a different device of the same model. No patient complications were reported and the patient was stable.